Event description:
The manufacturer received information related to a dreamstation 2 adv auto CPAP. The device as returned to a third-party service center. The patient alleges service required alarm, device is not blowing, burning smell, can¿t read. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service center reports finding pca and ui bezel are burned, heater plate is defective (don't heat up), iso port is contaminated, pollen filter will be replaced due to preventive maintenance, humidifier is contaminated.

Manufacturer narrative:
The manufacturer previously reported information related to a dreamstation 2 adv auto CPAP. The device as returned to a third party service center. The patient alleges service required alarm, device is not blowing, burning smell, can¿t read. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information: during the evaluation of the device, the third-party service center reports finding pca and ui bezel are burned, heater plate is defective (don't heat up), iso port is contaminated, pollen filter will be replaced due to preventive maintenance, humidifier is contaminated. The third party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory and investigated further. The device was forwarded to the product investigation lab (pil) for further inspection. Product investigation lab used a known good supplied power supply, ac power cord with the ds2 (dreamstation 2) and the observed no power. Pil performed an external and internal inspection of the device and observed the following: iso (international organization for standardization) port had white dust-like contamination in it. Iso (international organization for standardization) port had potential mineral deposits inside indicating possible water ingress. Heater plate , inlet/outlet seal , blower motor, bottom enclosure, heater plate spring, had dust-like contamination possible thermal events across the back of the pca (printed circuit assembly). Potential mineral deposits on top of pca (printed circuit assembly) indicate possible water was on the pca. Potential corrosion on top of the pca indicate possible water was on the pca. Ui (user interface) panel discolored underneath from potential thermal event. Dust-like contamination in the blower box. Dust-like contamination in the bottom enclosure. Potential mineral deposits inside bottom enclosure and inside the water tank. The source of contamination was most likely external to the device. Pil was able to confirm the complaint of service required alarm, device is not blowing, burning smell, can't read. No power issue was concluded to be possibly due to the thermal event and potential corrosion on the pca.